Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:30 am CT. The report number is being corrected from: 3006630150-2018-62426 to: 3006630150-2018-61640.

Event description:
A report was received that the patients lead maybe fractured as suspected by bsc tech support.

Event description:
A report was received that the patients lead maybe fractured as suspected by bsc tech support. Inadequate stimulation was also noted due to high impedances. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 21515284.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5043639, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients lead maybe fractured as suspected by bsc tech support.